Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 3000 mcg/ml concentration at 900 mcg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred: motor stall (active) and stopped pump period may exceed tube set. The patient "walked into a 2x4 and hit it squarely at the pump." The patient went in for surgery today to replace the pump and he discovered that there was a motor stall. No symptoms were reported. No further complications were reported.